Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of back pain due to kyphosis and deformity. It was a revision surgery. In initial surgery, bkp was performed at th12 and pps fixation was performed, bone fracture occurred at th12, pps was cut out so pps was removed. This re-operation was performed as kyphosis and deformity progressed. After th12 vertebral subtotal removal was performed, an attempt was made to place t3, but it was confirmed that the inserter loosened, so the inserter was once taken out the operative field and was grasped again. When the inserter was inserted again, it was confirmed that it loosened again. When an attempt was made to continue to insert cage, the pinion driver idled and cage could not proceed. It seemed that the inserter was twisted and shaken after insertion. The final tightening was performed and the wound was closed with cage was not inserted enough. After that, olif was performed at l1/2 and l2/3. Also posterior pps fixation was performed between th8 and l4 and operation was completed. There was delay of more than 60 min as a result of event. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
H3: product analysis summary: visual and optical inspection did not reveal any damage to the expansion shaft or the spline just normal wear at the tip from the implant interface. Functional check with a sample implant confirmed the inserter was able to engage, open and close the implant without issue. The instrument appears to function as intended. No fault found. H6: fdm and fdr updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.